Manufacturer narrative:
Device evaluation: results code: the catheter is slightly flared at the tip. There is a visible gap between the distal end of the catheter and the side wall of the dilator. The outer diameter (od) of the dilator at the exit from the neuron max is 0.0840" as measured by laser micrometer. The inner diameter (ID) of the neuron max, measured with a + pin gauge set was 0.0915+". The od of the neuron max at the distal tip is 0.10835", as measured by laser micrometer. All measurements are within specification. A 0.088" mandrel was introduced into the hub of the unit and advanced distally. The mandrel advanced without friction through the length of the catheter. The catheter is functional. Conclusion code: the separation of the dilator from the catheter observed agrees with the reported problem. All of the components measured within specification. The flaring at the tip of the catheter likely occurred during preparation of the device prior to use or during insertion into the femoral introducer sheath. As the catheter was inserted into the femoral, the resistance encountered was probably the result of the flared tip of the catheter catching on the vessel wall. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician attempted to introduce the catheter into the femoral and met resistance. The physician removed the device, examined it and noticed a gap between the introducer and sheath. He believed that this gap prevented the catheter from entering the femoral. He continued the procedure without this device. The patient's outcome was not altered as a result of this event.